Event description:
It was reported that the ilet displayed alert 38 for a motor stall and would not proceed with fill tubing after a supply change, resulting in failure to infuse insulin; inspection of the user¿s connector revealed a bent internal needle, and replacement supplies resolved the alert. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting, with a medical device problem of failure to infuse related to the motor component, and user education on the correct cartridge-to-connector assembly was provided. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.